Event description:
Boston scientific received information from the patient advocate that the patient¿s right ventricular (rv) lead was fractured and caused the device to shock several times. Patient's advocate wanted to have a copy of the analysis letter. Additional information received from the field representative that the physician has no knowledge of the lead fracture. The following physician could not confirm the lead fracture since the patient has not been seen at their office. The last note indicated that the patient required an atrial lead revision shortly after its original implant. The rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.